Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit functions, but the display is blank. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.